Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on mega needle driver instrument broke while suturing. A backup instrument was used. The procedure was completed with no reported injury. On 01/06/2025, isi contacted the nurse and obtained the following additional information about the complaint: the instrument was inspected prior to use with nothing out of ordinary to be noted. The reported instrument did not collide with other instrument or tool during procedure. There were no issues related to opening/closing and left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There were cables visibly protruding from distal end of instrument. No fragments fell into the patient. The instrument was available for return to isi for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.